Manufacturer narrative:
Additional information received: adding concomitant medical products implant (B)(6). This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional health effect - impact code: 462. This is a follow up report to add this additional code. Device received for this event is being corrected from ank c/x impl b9.5/d4.5/l9.5 catalog # 17-0553 to ank reg /x abut gh 1,5 a 0 catalog # 31024120. This is a follow up report for this corrected information. Correcting UDI# from (B)(4). This is a follow up report for this corrected information. Correcting product code from dze to nha. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 1863. Investigation findings code - 3221. The correct codes for this complaint are: medical device problem code - 1260. Investigation findings code - 3252. This is a follow up report for this corrected information. Removing implanted, date (B)(6) 2024. Removing explanted, date (B)(6) 2024. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.